Event description:
According to the facility a staff member experienced a needle stick when they were activating the device.

Manufacturer narrative:
According to the facility a staff member experienced a needle stick when they were activating the device. Per the facility the staff member was put on medication for a month due to the needle stick involving a high-risk patient. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.